Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was prompting an "er1" message. Per the onetouch ultramini owner's booklet, this message indicates there is a problem with the meter. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the patient by phone to obtain additional information. The patient reported that the alleged error message began to appear on (B) (6) 2010 at approximately 11:00am or 12:00pm. The cca noted that the patient manages his diabetes with a set dose of insulin. The patient claimed that he took his usual dose of insulin (23u of novolog) at 1:00pm that same afternoon. The patient also reported that approximately 1 hour after the alleged error message appeared that he began to feel sweaty and shaky. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted that the subject meter was not brand new. Replacement products were sent to the patient. This complaint is being reported because the patient reported developed symptoms suggestive of a serious injury after the alleged meter issue began.